Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip delivery system handle was leaking during preparation which could potentially be used in the patient and has the potential to cause or contribute to serious injury due to air embolism. It was reported that during preparation of the clip delivery system (cds), the sleeve and introducer had been flushed. After flushing the delivery catheter (dc) handle and the gripper and lock lever caps, it was noted that there was water pouring out of the dc handle. The device was not used in the anatomy. There was no patient involvement. Another cds was used in the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The complaint device was returned for analysis, which confirmed the reported leak from the delivery catheter (dc) handle. It was identified that the seal of the dc handle was torn and pinched, which allowed for fluid to leak out of the dc handle upon flushing. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, it is likely that the ring of the handle seal got slightly pinched between the edges of the handle groove when the dc handle bottom and top were mated together; over time and with more manipulation of the lock lever, the pinch in the seal likely started to tear. This is believed to be an isolated incident and this type of malfunction will continue to be monitored per local quality system procedures.